Event description:
It was reported that the communicator continually reboots, and the communicator power cord had a short. A boston scientific company representative performed troubleshooting with the communicator connection, and the communicator was able to connect and update firmware. The patient had to hold the communicator in her hands and had to carefully place the communicator back down to avoid a reboot. The company representative opted to replace the power cord and cellular adapter. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
Adverse event and product problem on b1 field was changed to product problem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator continually reboots, and the communicator power cord had a short. A boston scientific company representative performed troubleshooting with the communicator connection, and the communicator was able to connect and update firmware. The patient had to hold the communicator in her hands and had to carefully place the communicator back down to avoid a reboot. The company representative opted to replace the power cord and cellular adapter. No adverse patient effects were reported. The communicator remains in service.